Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl, 70 mg/dl, 146 mg/dl. Customer treated with juice for low blood glucose. The customer declined to troubleshoot for the low blood glucose incident. Customer stated auto mode feature was not active at the time of incident. Customer stated blood glucose level was 70 mg/dl but not suspending on low. The pump will not be returned for analysis.